Manufacturer narrative:
A dentist performed a standard procedure with a dental electrical handpiece when pt complained that the handpiece feels hot. Neither pt nor dentist or staff has been injured. During evaluation of the product it was found, that the head of the handpiece was dented at the backcap. This caused the backcap to stick in which lead the head to heat up.

Event description:
A dentist performed a standard procedure with a dental electrical handpiece when pt complained that the handpiece feels hot. Neither pt nor dentist or staff has been injured.